Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right chest battery is depleting quickly. Within two days after charging to 100%, patient programmer indicated ¿low battery¿. Patient denies falling or hitting dbs system components and stated no change in dystonia symptoms. Will interrogate device on friday, feb. 27, 2026, and check impedances and battery recharge data.

Event description:
Additional information received from rep indicating that the cause of the rapid battery depletion is unknown. What the session report says and what the patient is reporting is in conflict. The patient texted rep with his complaint on monday, (B)(6) 2026, stating that the night prior, (B)(6) 2026, he charged his right chest dbs device to 100% and the next day it was reading, ¿low battery¿. The interrogation only shows recharging on (B)(6) 2026, which device was charged from 75% to 100% and the next recharge was on (B)(6) 2026, which device started at 25% and charged to 100% over 3.22 hours. I believe his device would have depleted if not charged for 10 days. With suspected rapid depletion, rep ran electrode impedances and also ran them with stress on the system (palpated on device, palpated on device/ext connection, had patient turn his head to the right and hold and to the left and hold). No differences in impedance values were present with any of these scenarios. Patient reports no falls and symptoms control has been consistent and good. Repo rted ¿rapid battery depletion¿ has not occurred since the dates above. Rep repeats previously reported information including inconsistent recharging diary and notes that settings are really high currently and patient should have to charge every 3-4 days normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.